Manufacturer narrative:
If additional information is received, this report will be updated.

Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead underwent a revision procedure. The lead was successfully repositioned. It was noted that fluid was drained off of the heart due to an effusion. The physician was uncertain where the effusion had occurred; therefore, both the ra and rv leads were repositioned.